Manufacturer narrative:
Reliability analysis: inspected 1 opened/used sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per spec due to low readings.

Event description:
It was reported the customer's transmitter was not blinking when they were connected to the sensor. The customer's blood glucose was 172 mg/dl. The customer also reported their sensor was not bent or damaged. No additional information provided.